Event description:
It was reported that an iondine leak occurred from a crack in a minicap. The minicap was in use on the patient's transfer set at the time the issue was observed. The patient stated that they had placed tape around the minicap until it could be replaced. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The leak was the result of the cracked minicap. As the minicap was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.